Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p21 experienced leakage between the protector and vial. The following information was provided by the initial reporter: the customer had a leakage with the protector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p21 experienced leakage between the protector and vial. The following information was provided by the initial reporter: the customer had a leakage with the protector.

Event description:
It was reported that the bd phaseal¿ protector p21 experienced leakage between the protector and vial. The following information was provided by the initial reporter: the customer had a leakage with the protector.

Manufacturer narrative:
H6: investigation summary no samples or photos were received for investigation. A device history review was performed for lot 2108112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fitted correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The product undergoes visual and functional testing throughout manufacturing, including leak testing. Results were reviewed for lot 2108112 and found no problems related to the reported event. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. H3